Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a eccentric, moderately tortuous, 98% stenosed mid left anterior descending artery procedure, while deploying the 2.75 x 38 xience prime a proximal dissection occurred. Another xience prime was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.